Event description:
It was reported that during the implant attempt, the right ventricular lead had unacceptable pacing thresholds in multiple locations. The lead was removed and an active fixation lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor was distorted, the lead was stretched, and the lead was damaged at implant.